Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 1.1 was not detected on the bus. A field service engineer powered the station down and disassembled the drawer, reseated the retractor band cable at both the drawer and module controller. The row board cable was also reseated at the drawer controller and the individual row boards. The drawer was then reassembled and the device powered on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that in bd pyxis¿ medstation¿ es all stations were on critical override and was unable to login to server. The customer reported that the user was unable to remove or issue the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.